Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
The physician indicated that vns patient's generator was unable to be interrogated about a month prior. The physician confirmed that the programming system was not plugged into the wall during interrogation. The physician reported that the wand battery light did not stay illuminated very long, but that he did not have another 9v battery available to replace. The physician reported that the patient was due back in another 3 weeks and he would report whether or not the patient's generator was able to be interrogated. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2014 that the patient was seen on (B)(6) 2014 at which time the patient's device was successfully interrogated. The programming system was confirmed to be working properly.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the wand. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the wand. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional. Date of implant, corrected data: previously submitted MDR indicated the date that the generator was implanted; however, the suspect medical device is not an implantable product. This field is no longer applicable. This report is being submitted to correct the aforementioned fields.